Event description:
It was reported that during a cori assisted ukr, the burr was not locked by the real intelligence robotic drill. Not even after a reboot and a new burr. It is unknown if there was any delay and how procedure was finished. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section d4 was updated. Section h10: the cori drill rob10013, (B)(6), used during treatment, was returned for evaluation. Nothing was visually identified that contributes to the reported failure. A functional evaluation was performed, the reported scenario could be confirmed. A kpc test was performed, and the loading and locking off the burr could be completed without issue. When continuing the kpc test, it was noticed that the burr does not spin. This only happened once and could not be reproduced. The drill was opened, and the motors where removed. The exposure motor was tested all passed. When removing the drill¿s main motor, it was noticed that the slip shaft had broken off. Although the burr had no issue being locked, the slip shaft being broken would have contributed to the reported complaint that the customer could not lock a burr. The slip shaft was replaced and a kpc test and test case were performed without error. No further failures could be found. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely caused of the reported complaint is due to the slip shaft breaking. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event. It remains unclear if the planned ukr was converted to a conventional knee during the same surgical procedure or if rescheduled. The user manual does provide recovery steps which include use of standard instrumentation should the system not function as intended. The patient impact included the case cancellation while under anesthesia due to the mechanical issue, along with the unplanned ¿conventional knee¿. Further impact cannot be determined based on the information provided. No further medical assessment can be rendered at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Section h10: the real intelligence robotic drill, part number rob10013, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that no clinical factors have been identified which would have contributed to the reported event. It remains unclear if the planned ukr was converted to a conventional knee during the same surgical procedure or if rescheduled. The user manual does provide recovery steps which include use of standard instrumentation should the system not function as intended. The patient impact included the case cancellation while under anesthesia due to the mechanical issue, along with the unplanned ¿conventional knee¿. Further impact cannot be determined based on the information provided. No further medical assessment can be rendered at this time. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an improper assembly process. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).